Manufacturer narrative:
An engineer was dispatched to the user facility to review the sampling technique of the sampler and the facilitator who took the sample of the scope that tested positive. There were no deviations found during the audit. The sampling observation was only for the sampler due to the facilitator quit this job. An endoscopy specialist visited the facility and observed the processing technician leak testing and manual cleaning of the tjf 160f scope. All steps in the reprocessing manual were performed. The forceps elevator and recess were flushed prior to flushing the elevator channel. The ess recommended following the manual and flushing the elevator channel first and obtaining a container of clean rinse water to flush the elevator recess during manual rinsing. This will maintain a dirty to clean work flow. In addition, the ess recommended removing dirty personal protective equipment (ppe) prior to handling the lid and using the key pad on the automatic endoscope preprocessor (aer). The scope was sent to an external expert for destructive sample testing. The OEM (omsc) received the results and provide the following summary. The destructive sampling identified brevundimonas vesicularis and shewanella putrefacians that are categorized as high concern organisms. The reported organisms were not identified in the initial sampling. Additional findings by the external expert during destructive sampling: bleaching of the glue of the bending section and around the objective lens at the distal end. Damaged glue around the the light guide lens and the air/ water nozzle at the distal end presence of oxidation at the distal end body. The cause of the reported positive culture cannot be determined as the investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
The scope was forwarded to an independent laboratory for sterilization and then returned to the service center for service/repairs to have the biopsy and suction cylinder/channels replaced. Due to destructive sampling testing that was performed (the distal end cover, bending section cover, distal end elevator wire and forceps raiser were disassembled) further device analysis could not be performed. The scope was repaired and returned. A review of the service history indicates the scope was purchased on (B)(6) 2015 and was last repaired on (B)(6) 2019.the cause of the reported positive culture cannot be determined as the investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received. Please see the updates in sections: g4, g7, h2 and h10. According to the original equipment manufacturer (OEM) the root cause of this case is as follows: although no reprocessing procedure deviations were observed, insufficient reprocessing due to improper reprocessing procedure is a potential cause of contamination.

Manufacturer narrative:
The cause of the reported positive culture cannot be determined as the investigation is ongoing. As part of the investigation, the scope will be forwarded to an external lab for further testing. If additional information becomes available, this report will be updated and supplemented accordingly.

Event description:
The manufacturer was informed that during a post market study, the scope cultured positive for klebsiella oxytoca after reprocessing. There were no associated patient infections reported.